Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while in the hospital for lung cancer treatment, the customer experienced an elevated blood glucose (bg) level between 500-600 (mg/dl). The customer believed that the pump was not delivering insulin. Despite multiple supply changes, the customer did not observe insulin exiting the tubing during the fill tubing step. The customer stated that bg level prolonged the hospital stay. While in the hospital, the customer was given insulin intravenously. At the time of the report, the customer was still hospitalized and declined further follow up from tandem technical support to obtain hospitalization release date. The customer had manual injections as alternate insulin therapy.